Event description:
Information received indicates the pt leaned against the beds side rail and the side rail came down.

Manufacturer narrative:
The hill-rom technician found the siderail latch cover was bent. The technician straightened the latch cover to repair the bed.